Manufacturer narrative:
(B) (4). The pump was returned for analysis and revealed the pump head gear has some dried white residue on it. Pump logs revealed one instance of a motor stall was seen; this is probably due to electromagnetic interference. The battery resistance was higher than expected compared to the battery design verification data. Inspected the pump circuit board under a microscope along with the battery and motor wire connections. No anomalies were seen. The circuit board and battery compartment areas were very clean. No anomalies were noted in the gear train.

Event description:
It was reported that the hcp opted to replace the pump as the pump was on the recall list for potential for reduced battery performance. The patient's pain was "not under control like before." No volume discrepancies were reported. The patient recovered without sequela; no patient injury. The pump contained fentanyl, bupivicaine and baclofen.